Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fentanyl drawer was failed to open. A field service engineer performed a reboot to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a fentanyl drawer was failed to open and states an error that "drawer not available". The customer reported that the malfunction occurred when the user tried to issue medication to patient. There were no adverse events or injuries reported based on this event.